Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c20 annex d: d15 investigation summary: field technician stated issue of error code: 351.6740 was confirmed in error logs. ¿ on 4-dec-24, syringe was received unboxed and with paperwork. ¿ error 351.6740 when unit is powered up. ¿ inspection revealed slipnut block is missing locking pin. ¿ workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace slipknot locking pin. ¿ failure investigation report attached to qn in sap.

Event description:
It was reported that the device had error code 351.6740. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 351.6740. There was no patient involvement.